Manufacturer narrative:
The reported product was returned without an associated complaint. Failure event was observed during analysis. Final analysis found a partial lead measuring 20.5 cm. An external insulation breach exposing the outer coil was found 13.0 to 13.8 cm from the connector pin consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.